Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached 240 mg/dl. For treatment, the patient went into surgery for debridement and was given fluids. The patient was prescribed antibiotics. The pod was worn between 1 and 4 hours on infusion site. The patient was out of the hospital after 8 weeks.